Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged that incorrect levels were worked on when using an imaging system and a navigation system. The procedure was planned at c5-c7 for c6-c7 fracture dislocation, however, actual operated levels were found to be c6-th1. The surgeon did not consider a revision to be required at this time because "dislocated levels have been fixed ... And there would be few instability because reduction could have been made with minimum amount of bone resection". The surgeon stated that the patient's post-op course would be observed. An update to this procedure reports that it was confirmed by the medtronic representative that the imaging system was used with a navigation system in the procedure. The navigation indicated correct level when the surgeon checked levels to be treated before starting the procedure. The surgeon then zoomed the display of the navigation; only 2 vertebrae were in screen after the zooming. A facility-own head clamp got out of its position when the surgeon prepared the first screw hole. The clamp was then re-adjusted and the surgeon resumed the procedure. Level confirmation was not performed at that point. No abnormality was noticed until x-ray was taken after closing the incision which revealed that levels treated were wrong. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the cause without further information since the behavior could not be replicated. Per the reported event, the most likely cause was clamp movement and operator technique of not reconfirming accuracy when resuming navigation.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) national privacy laws. No further issues have been reported. No parts have been received by manufacturer for analysis. Part not returned to manufacturer.